Event description:
After the operation in 2005 for the removal of a chiarl malformation, the physician attempted to insert the lumbar drainage system however, the catheter would not insert. Csf leakage was observed. A second catheter of the same catalog number was tried which would not insert into the lumbar puncture made by the tuohy needle included in the kit. A spetzler catheter was then inserted which fit into the puncture site. Csf stopped leaking and no further complications occurred. The two catheters were discarded and therefore not available for return and evaluation.